Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Shortly after implant, the patient expired due to unknown causes. There was no apparent malfunction related to the leads and the cause of the death remains unknown. Further information was not available. Related manufacturer reference number: 2938836-2018-08600.